Manufacturer narrative:
An event regarding infection involving a restoration adm x3 ins was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. In this case, additional information including operative reports, progress notes, x-rays, pathology report and product return are needed to fully investigate the event. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 508-11-46c, trident hemispherical multi, lot code: unknown. Cat. No.: 626-00-36c, modular dual mobility insert, lot code: unknown. Cat. No.: 6057-0335d, accolade c cs 127 nk, lot code: unknown. Cat. No.: 6260-9-122, 22.2mm std lfit v40 head, lot code: unknown. Cat. No.: b000-0185, sm. Universal cement restrictor, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience.

Event description:
Sales rep update: patient was found to have draining sinus and the hip was infected. All items were removed. Patient now has girdle stone.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that after left hip surgery the patient was scheduled to conversion to girdlestone procedure. Infection is not device related.